Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 1 of the ambient light sensor(u1). Pump was programmed with a test guardian link transmitter and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 6.2 mmol/l. It was stated that there was lost sensor signal alarm. It was stated that the customer had performed the self test and the test was passed. The insulin pump will be returned for analysis.